Event description:
Reporter noted five cases of endophthalmitis one day post-op. Patients had vitreous cutlures; four of five had vitrectomies, one was not indicated. Patient 3 0f 5: no information provided.